Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2011 - litigation papers were received. Litigation alleges the patient was revised due to pain and injured by excessive levels of chromium and cobalt. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Pt was revised. The reason for revision was not given.

Event description:
Patient was revised. The reason for revision was not given. Update: (B)(6) 2011 - litigation papers were received. Litigation alleges the patient was revised due to pain and injured by excessive levels of chromium and cobalt. The complaint was temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.